Event description:
It was reported while using normally, during a lumbar arthrodesis (l4/l5). The straight osteotome reliance had the extremity damaged when performing the foraminotomy.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the surgical use of the osteotome requires much force and is likely to cause wear and deformation when in contact with hard patient bone. No issues were discovered during manufacturing. Conclusion: the most likely cause of this event is excessive forces on the tip of the osteotome which lead to its deformation.

Event description:
It was reported while using normally, during a lumbar arthrodesis (l4/l5). The straight osteotome reliance had the extremity damaged when performing the foraminotomy.